Event description:
A customer reported that three patients who had undergone lasik were noted to have flaps that moved, such that there was the appearance of stretch marks in the flaps. The patients underwent additional treatment to reposition their flaps. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).